Event description:
The pt is an (B)(6), female, admitted to the medical center on (B)(6) 2012 for worsening copd and emphysema. The pt was placed in (B)(6) intensive care unit. On (B)(6) 2012, an order from a dobhoff tube was placed by an attending. A staff nurse placed the dobhoff tube using the cortrak enteral access system to assist with placement. The nurse completed dobhoff placement without difficulty and felt that the dobhoff tip location was in the desired location. A kub, which is standard protocol for verification of dobhoff placement, was performed and read by a radiology intern. At shift change, another rn took over care of the pt and noted that the pt seemed uncomfortable. The rn contacted the attending physician and another kub was ordered to check the location of the dobhoff tube. The kub confirmed that the dobhoff tube was in the left lung and had perforated leading to a pneumothorax. An order for a chest tube was placed with successful resolution of the pneumothorax.